Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a bend of less than 45 degrees was located in the severely tortuous and severely calcified distal right coronary artery. Following predilatation was performed with a 2.5mm balloon catheter at 18 atmospheres resulting to 50% stenosis, a 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during withdrawal, it was noted that the strut on the proximal edge of the stent was lifted. The procedure was completed with a 2.75 synergy des. No patient complications nor injuries were reported.